Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a loose or unstable row board cable connection. A field service engineer verified the reported drawer failure and performed troubleshooting by reseating the row board cable to restore proper connection and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.